Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
The dealer stated the crossbrace broke on a weld as the patient was going over a threshold.

Manufacturer narrative:
Additional/updated information was added to reflect the cross brace being returned to the manufacturer for evaluation, and subsequent testing verified the complaint. Per the initial evaluation, the weld/tubing was broken at the cross brace and seat rail. An expanded evaluation was performed. The expanded evaluation report confirmed that the seat rail weld was broken. However, the underlying cause could not be determined.

Event description:
The dealer stated the crossbrace broke on a weld as the patient was going over a threshold.